Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the harmonic ace instrument tip broke during the procedure. The fragments were retrieved during the same procedure. The procedure was completed without any additional reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details were received as of the date of this report.

Manufacturer narrative:
Based on the claim that the harmonic ace instrument tip broke during the procedure, an investigation was conducted to determine the cause of the reported event. The harmonic ace was analyzed, and the reported issue was replicated and confirmed. Intuitive surgical, inc. (Isi) failure analysis (fa) found the primary failure of a broken blade to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The blade broke at roughly 0.201¿ from the base. The broken piece was returned, no pieces were missing. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This is considered a reportable event due to the following conclusion: the instrument tip broke, and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure without additional patient injury.